Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, "the hamilton g5 was notified with the operating fault asking for flow sensor calibration". The patient was connected to another ventilator. No harm to the patient was reported.